Manufacturer narrative:
Used for aneurysm enlargement. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to, aneurysm enlargement and surgical conversion. Users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2013, the patient underwent endovascular treatment of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. A type ii endoleak reportedly remained at the conclusion of the procedure and was monitored. The aneurysm measured a reported 58mm in diameter at the initial procedure. On an unknown date in (B)(6) 2020, the aneurysm diameter measured 75mm. On (B)(6) 2020, follow-up CT imaging reportedly revealed the aneurysm had enlarged to 87mm in diameter. On (B)(6) 2020, an open surgical procedure was performed whereby atheroma was removed and an aneurysmorrhaphy was performed. The vasculature was sewn with all the implanted devices remaining in place. According to the report, no infection or endoleak was identified during the procedure, and the cause of the aneurysm enlargement was unknown. The patient tolerated the procedure.